Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to low sensing below 1mv, undersensing, and noise noted on the atrial egm. A different ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A stylet was returned in the lead and a stylet insertion test was performed and passed without issue, indicating no blockage in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to low sensing below 1mv, undersensing, and noise noted on the atrial egm. A different ra lead was successfully implanted. No adverse patient effects were reported.